Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) blanked atrial sensed deflections, causing inappropriate atrial pacing during blanking periods and finally leading to a provoked atrial arrhythmia according to the physician. Various programming options were discussed around blanking periods and detecting atrial arrhythmias. The ICD remains in service at this time. No additional adverse patient effects were reported.